Event description:
The pt had a violent fall off a jetski and had a new onset of symptoms. Afterward, the pt was unable to recharge her implantable neurostimulator. The pt may have not been recharging the device prior to the accident. The device was overdischarged, and there were telemetry issues. After the accident, the hcp was unable to recharge the device. Several trickle charges were attempted. A physician mode reset was attempted without success. The hcp was unable to get the neurostimulator working. The battery was not working. The device was explanted.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.